Manufacturer narrative:
H6) additional information was received indicating that there was no patient injury.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed labels intact, screen scratched. Upon inspection, customer problem was duplicated. The moment the device was powered up the device started double beeping. Replaced downstream sensor.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump exhibited double beeping.